Event description:
Caller states that she tested at 128 mg/dl on the device and 4.5 hours later tested at 399 mg/dl. She reports taking an extra diabetic pill at that time and approximately 3 hours later had low blood glucose symptoms. No tests were performed when caller felt low blood glucose symptoms. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.